Manufacturer narrative:
Findings: no e70 alarms noted in alarm history due to corrupted history file. No unexpected motor error alarms or e70 alarms noted during testing. Passed displacement test, rewind test, basic occlusion test and motor test. Unable to prime during prime/a33 test due to faulty fsr (gold). Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 156 mg/dl. Customer was assisted with clearing the alarm. Customer stated that the motor error occurred 3 times in the last 30 days. Customer does not use the sensor feature on the pump. Customer stated that they are able to rewind. Customer was asked to return the pump for analysis. No further details given.